Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 implantable pacing lead: (B)(6) 2009. 5076 implantable pacing lead: (B)(6) 2009. 6947 implantable tachy lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had shortened longevity reaching elective replacement indicator (eri) due to elevated left ventricular (lv) lead output. Therefore the device was removed and replaced with a new device and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.